Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, 5 years and 10 months after implantation of this pacemaker in a pacing dependent patient, there was only 3 months remaining. The device was thus replaced.